Event description:
It was reported that during device replacement, the cables appeared visible under fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in two pieces. An external insulation abrasion was found at 40.9cm - 41.2cm from the electrode tip, consistent with friction to the ICD can. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.